Manufacturer narrative:
H11: corrected data: there is no serious injury associated with this event. Allergan has notified the manufacturer zimmer medizinsysteme of the event.

Event description:
Allergan aesthetics received a report of overheating of cooltone device on (B)(6) 2021.

Manufacturer narrative:
Overheating is a known failure mode in the cooltone risk documents. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of overheating of cooltone device on (B)(6) 2021.